Event description:
(B)(6). Sae: portal hypertension (meddra pt: portal hypertension). This report concerns subject (B)(6) who was enrolled in study (B)(6) entitled "a phase iii clinical trial evaluating therasphere in subjects with metastatic colorectal carcinoma of the liver who have failed first line chemotherapy". On (B)(6) 2013, the pt commenced treatment with randomized therasphere 88gy (on both lobes) for the treatment of metastatic colorectal carcinoma. The subject started 1st cycle of second line chemotherapy with folfox regimen (oxaliplatin 135mg, folinic acid 420mg and IV fluorouracil 670mg) on (B)(6) 2013 and had received the 9th cycle of full dose chemotherapy on (B)(6) 2014. The subject's relevant medical history included metastatic colorectal cancer with liver metastases; the subject was on anticoagulation therapy and was at risk of pulmonary embolism and variceal bleeding. On (B)(6) 2014, an abdominal CT (computed tomography) scan was performed which showed worsening portal hypertension with esophageal and rectal varices at ctcae grade 3, approx five months after initiating treatment with the study device. The subject received 10th cycle of chemotherapy on (B)(6) 2014; however, treatment with avastin (bevacizumab) and coumadin (warfarin) were held due to risk of bleeding. The subject was referred to the hepatologist for treatment. On (B)(6) 2014, lab findings included serum potassium 3.5 mmol/l (normal range: 3.8 - 5.1), serum urea nitrogen 5 mg/dl (normal range: 6 - 22), creatinine 0.69 mg/dl (0.71 - 1.22), serum albumin 2.5 g/dl (normal range: 3.5 - 4.8), alkaline phosphatase 198 u/l (normal range: 31 - 95), total bilirubin 1.8 (normal range: 0.2 - 1.3), red blood cell count 3.17 x 10e12/l (normal range: 4.4 - 5.9), hemoglobin 11 g/dl (normal range: 13.6 - 17.5), hematocrit 33.4 (normal range: 41 - 53), mean corpuscular volume 105 fl (80 - 100), mch 34.7 pg (normal range: 26 - 34), platelet count 86 x 10e9/l (normal range: 140 - 450), prothrombin time 28.4s (normal range: 11.8 - 15.2), international normalization ratio 2.8 (normal range: 0.9 - 1.2). At the time of this report, the event of portal hypertension was ongoing. The subject continued participation in the study and no action was taken with regard to second line chemotherapy (folfox regimen). The investigator assessed the event of portal hypertension as grade-3 (severe) in intensity, serious due to being life threatening and a medically significant event; and possibly related to treatment with the study device and second line chemotherapy (folfox regimen). The company agreed with the investigator's assessment that the event is serious due to being a medically significant event; however, the company disagreed with investigator's assessment of the event being life threatening as the event does not fulfill the seriousness criteria of life threatening as per the study protocol. The company agreed with the investigator's causality assessment and considered that the event is possibly related to treatment with the study device and second line chemotherapy (folfox regimen). A total of 33 subjects underwent therasphere treatment while enrolled in 2 ongoing clinical trials (B)(6) . There were no reports of adverse events consistent with a diagnosis of portal hypertension during these trials. There were a no reports oe events associated with related terms of esophageal or rectal varices. Given that no prior reports were received, a relationship between the use of the therasphere and the pt's worsening of portal hypertension the company assesses as possibly related to treatment with the study device. The subject was diagnosed with worsening portal hypertension approx five months after initiating treatment with the study device and the relationship cannot be excluded. Alternate or contributing causes of the event include ongoing chemotherapy treatment (folfox regimen) and disease under treatment itself (metastatic colorectal cancer to the liver) affecting portal flow to the liver. Portal hypertension is possibly related to treatment with the study device; however, the pt's medical history of metastatic colorectal cancer to the liver as well as the concomitant use of folfox chemotherapy, may have contributed to or caused the event. Additional info for the event of protal hypertension is anticipated. (B)(4).